Manufacturer narrative:
Qn# (B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports: the medical staff observed that the catheter was leaking.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material. Sutures were attached to both suture wings on the juncture hub. Visual examination revealed the distal end of the catheter body was intentionally cut. The catheter body was cut to 157 mm, indicating that at least 50 mm were separated and not returned per product drawing. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. The catheter was then leak tested. With the distal end of the catheter occluded, water was injected both extension lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut catheter to alter length." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned cvc catheter did not leak during functional testing. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Event description:
The customer reports: the medical staff observed that the catheter was leaking.